Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittently continuity. They opened a third kit and when the problem continued to happen with the third kit, the harvester had to open the leg. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h10: updated section: b3 - change to a3. Corrected section: b4 - change to a4 changed kgs to lbs.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittently continuity. They opened a third kit and when the problem continued to happen with the third kit, the harvester had to open the leg. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: b4 changed kgs to lbs. The device was returned to the factory for evaluation. An investigation was conducted on 12/09/2019. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. A microscopic inspection was conducted. The heater wire was observed to be completely flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The tip of the device was observed to be bent at the middle of the flex shaft, proximal to the distal end of the jaws. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was unable to be tested due to the bent shaft tip to evaluate the device function. Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed, but was confirmed for the analyzed failures "material twisted/ bent wire" and "material twisted/ bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 worked intermittently continuity. They opened a third kit and when the problem continued to happen with the third kit, the harvester had to open the leg. The hospital did not report any patient effects.